Manufacturer narrative:
Information contained in this report was previously submitted through 410 psr on 15/oct/2018 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: brown particles, opening extended on anterior and weight to the spec. A visual and microscopic analysis was performed which identified striated opening on anterior.base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Creases are observed but have no relationship with manufacturing. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, and creases. The device has been explanted.